Event description:
Affiliate reported that the customer found a blank pattie, which was an extra in the pack. There were 11 instead of 10 and the blank pattie was missing the x-ray detectable string.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.